Event description:
Same case as 6000089-2006-02330. It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and later a death occurred. The physician placed a taxus express2 2.75x24mm drug eluting stent to the distal left anterior descending (lad) artery and a 2.75x32mm drug eluting stent to the proximal lad. After successful placement of the stents, a perforation was noted so the physician tried to balloon the lesion, but did not place another stent. While they were still evaluating the need for further medical intervention, the patient checked out of the hospital against medical advice and later expired. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.